Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4)

Event description:
It was reported that the device was at elective replacement indicator (eri) and the battery depleted earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.